Manufacturer narrative:
Exact date of death is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in a patient to treat a competitor's stent graft migration and type ia endoleak, after the endovascular treatment of a 98mm abdominal aortic aneurysm, with 16mm aortic neck and 35 degree proximal neck angulation. It was reported that 4 endoanchors were successfully implanted in the patient. It was reported that the patient died on an unknown date from an unknown cause.

Manufacturer narrative:
Additional information received; the patient date of death was reported and the death's relationship to the device/procedure could not be determined as the cause is unknown. If information is provided in the future, a supplemental report will be issued.